Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a replacement procedure was performed. This product was reconnected to the replacement device that was removed due to a pressure necrosis at the pocket site. There was no report of adverse patient effects due to the procedure.